Event description:
Customer reported that pump experienced a malfunction with error code malf 16. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, the customer switched to multiple daily injections (mdi) as a backup insulin therapy and was instructed by customer technical support (cts) to return the faulty pump with a pre-paid label for replacement. The customer acknowledged the instructions and confirmed understanding of the process.